Manufacturer narrative:
Insulin pump received with missing segments/partial display anomaly due to cracked bleeding lcd window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had dark screen. Customer¿s blood glucose was unknown. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.